Event description:
It was reported by the caller that during a left atrial appendage closer procedure with a gore cardioform closure device, it was observed with the reprocessed acunav catheter that the patient developed a pericardial effusion. A pericardiocentesis was performed in which 1 liter was removed from the pericardial space. The patient was stable and transferred to the ccu for observation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".